Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump was not calculating recommended bolus totals correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2015-correction to initial reporter name: (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump alarm history revealed no alarms related to the complaint. During testing, the pump powered on appropriately. The pump was exercised for 24 hours with errors, alarms, or warnings observed. An ezbg and ezcarb bolus were manually calculated and tested in the pump; the pump accurately calculated the proper bolus value. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(4).